Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a remote alert was received, indicating that an impedance measurement from this right ventricular (rv) lead was out-of-range. The patient was seen in-clinic, where a rv lead conductor fracture was suspected. Additionally, the patient also noted recent left pectoral muscle stimulation near the device location. The physician elected to surgically revise the rv lead, but during the procedure, the rv lead helix was unable to be retracted due to the suspected fracture near the terminal pin. During the removal attempt, damage was likely induced to the lead body. The rv lead was successfully explanted, and a new lead was implanted. To rule out potential header damage, the physician also elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. No additional adverse patient effects were reported. Both the rv lead and the ICD have been received for analysis.

Event description:
It was reported that a remote alert was received, indicating that an impedance measurement from this right ventricular (rv) lead was out-of-range. The patient was seen in-clinic, where a rv lead conductor fracture was suspected. Additionally, the patient also noted recent left pectoral muscle stimulation near the device location. The physician elected to surgically revise the rv lead, but during the procedure, the rv lead helix was unable to be retracted due to the suspected fracture near the terminal pin. During the removal attempt, damage was likely induced to the lead body. The rv lead was successfully explanted, and a new lead was implanted. To rule out potential header damage, the physician also elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. No additional adverse patient effects were reported. Both the rv lead and the ICD are expected to be returned for analysis.